Manufacturer narrative:
Tibial implant loosening was reported. Revision surgery is planned to replace the tibial tray and tibial poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Tibial implant loosening was reported. Revision surgery is planned to replace the tibial tray and tibial poly inserts.